Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 7/19/2019. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The lens was observed under microscope and optic was observed torn. This condition is typical of a removed lens. Due the sample condition the complaint could not be verified. A product quality deficiency was not identified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between 8/10/2018 and 9/13/2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 intraocular lens was explanted from the patient's left eye, and replaced with another lens of the same model but different diopter due to an unexpected post-op surprise. There was no additional intervention performed and the patient is doing fine post-operatively. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.